Event description:
The generator was returned for analysis on (B)(4) 2013. The generator analysis was completed on (B)(4) 2013. An end-of-service warning message was verified in the pa lab and found to be associated with the pulse disabled by the pulse generator. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. Other than the noted condition, there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2013 it was reported that the vns patient underwent a generator replacement because the battery was dead. It was stated that the explanted generator was discarded by the or tech and therefore could not be returned to the manufacturer for product analysis. Although additional information was requested from the physician regarding the increase in seizures, he did not provide any further information.

Event description:
On april 22, 2013, clinic notes dated (B)(6) 2013 revealed that the patient was having an increase in seizure activity. The patient's vns was checked and the battery was found to be at end of service. The patient was referred for surgery. The programming history database was searched and a system diagnostics test performed on (B)(6) 2012 showed output=ok/lead impedance=ok/impedance value=2360ohms/eos=ok. However, on (B)(6) 2010, a system diagnostics was performed which showed output=ok/lead impedance=ok/impedance value=2183ohms/time till eos=2.5 years, the 2.5 years remaining means that it is likely that the generator is currently nearing eos or at eos. Additional information has been requested but no further information has been received to date. Although surgery is likely, it has not occurred to date.